Event description:
It was reported the physician implanted a gore helex septal occluder in (B)(6) 2010. Transthoracic echocardiography (tte) performed three months post-procedure indicated the device was normal and the defect was closed. Six months post-procedure, the pt developed a splenic abscess and anticoagulation treatment was stopped. Following reported difficulties from the pt; tte was performed, revealing a thrombus on the left atrial disc. The pt was treated with warfarin.